Manufacturer narrative:
Type of investigation: 4110 - lens work order search: no similar complaint type events reported for units within the same lot. Claim#: (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticmo13.2; -15.5/3.5/077 (sphere/cylinder/axis) implantable collamer lens into the patient's left eye (os) on (B)(6) 2022. The patient experienced lens rotation not associated to low vaulting. On (B)(6) 2023 the lens was exchanged with a longer length lens and implanted vertically; and this resolved the problem. The cause of the event was reported as unknown.

Manufacturer narrative:
Additional information: d9-return date: 04/17/2023. H3:device evaluation: lens was returned dry in a microcentrifuge vial. Visual inspection found the haptic bent. Dimensional inspection found the lens to be within specifications. Claim#(B)(4).